Event description:
It was reported that there was an issue with the patient's implantable cardiac monitor (icm) and it was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.